Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the device said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, nine (9) sealed devices were retuned. A product evaluation was performed on the sealed devices returned device one (1) through nine (9)-our laboratory evaluation of the returned unused products could not confirm the report. The devices returned were sealed with all ligator components present. During our laboratory analysis, the mbl devices were attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrels were attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired. A visual examination of the devices were performed. The trigger cords were examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled. The length of the trigger cords were measured between the knots, which is within the tolerance. The trigger cords was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement under precautions: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use also caution the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also directs the user under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user under system preparation: " note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The instructions for use state during system preparation: ¿with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot." In the additional information provided, the user mentioned that ligation was performed on varices that were small. The instructions for use caution the user: ¿band ligation may not be effective when applied to small varices.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the ligation was preformed on small varices, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also directs the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: " note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties." Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation (evl) procedure, the physician used two (2) cook 6 shooter saeed multi-band ligators. The 6 shooter saeed multi-band ligator was placed in the upper endoscope and entered the esophagus according to the conventional method. For the first ligature, the band was launched using the suction of the endoscope. The physician tried to move the endoscope to take a picture of the first ligation site but the band and trigger cord were tangled and the endoscope did not move. After triggering all the remaining bands at the site, the physician cut the trigger cord around handle. Then the endoscope was withdrawn from the patient's body.